Manufacturer narrative:
Analysis of device indicates device failure. This report is filed on may 06, 2019. - attachment: [136790-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on march 11, 2019.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and poor performance with device use. Subsequently the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.